Event description:
It was reported that the left ventricular (lv) lead caused diaphragmatic stimulation and had high outputs in all configurations. The lead was explanted and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d314trg implantable cardioverter defibrillator (B)(6) 2013; 5076-52 implantable pacing lead (B)(6) 2003; 694765 implantable tachy lead (B)(6) 2003. (B)(4).